Event description:
Pt undergoing a colonoscopy and polypectomy. Disposable electrosurgical snare did not deliver current to the site and did not cut through the polyp. It was removed and procedure completed with another device. No harm to the pt.